Manufacturer narrative:
B3: the event date was not provided, so it was estimated as 7 years from the bsc aware date. D1: brand name updated.

Event description:
It was reported cardiac perforation occurred. The procedure was cancelled. Approximately seven (7) years ago, a left atrial appendage (laa) closure procedure was being performed. It is unknown if this was a watchman closure device or a non-boston scientific laa closure device. It was noted a left atrium cardiac perforation occurred during the procedure and the procedure was aborted. The physician took the patient off anticoagulant/antithrombotic medications in response to the event, because the patient was a high fall risk. No further details were reported.

Event description:
It was reported cardiac perforation occurred. The procedure was cancelled. Approximately seven (7) years ago, a left atrial appendage (laa) closure procedure was being performed. It is unknown if this was a watchman closure device or a non-boston scientific laa closure device. It was noted a left atrium cardiac perforation occurred during the procedure and the procedure was aborted. The physician took the patient off anticoagulant/antithrombotic medications in response to the event, because the patient was a high fall risk. No further details were reported.

Manufacturer narrative:
B3: the event date was not provided, so it was estimated as 7 years from the bsc aware date.